Event description:
During a procedure, the physician encountered difficulty reaching the area of treatment with the subject device. The physician removed the subject device from the pt and flushed the system, but the stent came out. No complications with the pt were reported to have occurred as a result of this event. Additional info received on 3/24/06, stated that the physician failed first selection with the subject device, removed it out of the pt and flushed the system, but unfortunately the stent came out at this time. The stent jamming was possibly caused by thrombosed blood in the system. As a result of the additional info received, this event is being reassessed as a medical device report.